Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded interaction with another implantable device the patient has. A premature ventricular contraction (pvc) was under sensed. When sensitivity from the ICD is increased, noise from the other implantable device the patient has gets over sensed. When the other device is off, the over sensing is not present, and all pvcs were sensed. Technical services recommended no programming changes to sensitivity. The under sensed r-wave were a small percentage of the appropriately sensed beats and the risk of oversensing and inappropriate shock would be much higher with any sensitivity adjustments. The ICD remains in service. No adverse patient effects were reported.